Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6), 2014 the patient had stoma site infection. On (B)(6), 2014, the patient was hospitalized the physician removed the peg tube. Direct abdominal x-ray and abdominal ultrasonography was requested. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additionanl information: a1, a2, a3, a4, b5, b7, d5.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014 the patient had stoma site infection. On (B)(6) 2014, the patient was hospitalized the physician removed the peg tube. Direct abdominal x-ray and abdominal ultrasonography was requested. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 16, 2014: procedure date is (B)(6) 2013. The peg tube was ripped off (detached). The peg tube was replaced with a new endovive standard peg kit pull method. There were rashes and tenderness felt on the abdomen, however, the patient's condition at the conclusion of the procedure was reported to be stable. Correction: the patient was hospitalized and scheduled for endoscopy on (B)(6) 2014.